Event description:
At the end of the procedure, the resident noted a tear in his glove (tip of the right second finger). The resident stated that they looked for the missing piece in the abdomen prior to closure but they were not able to find it. Surgeon swept field. An xray was not taken due to the glove not being radiolucent.